Event description:
A doctor reported that a pt would be revised due to a broken proximal implant. Surgery was scheduled to occur on (B)(6) 2010 but was postponed due to a blood blister. The location and details of the blister is still being investigated. It is unk if the device caused or contributed to the blood blister.

Manufacturer narrative:
Mfg records were reviewed and nothing was identified to indicate that the device caused or contributed to the event. It has been requested that the product be returned for eval.